Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es application was not launching. The customer reported that they had to access the medications from another station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station application did not launch, and screen showed a blue screen with the carefusion logo and station details. A field service engineer confirmed that the issue was resolved by customer so onsite work order got cancelled. The system functioned as intended after the customer resolved the issue.